Manufacturer narrative:
Investigation: lot number(s): hcg9020217, exp date(s): 02/2011. Control lot: 20 miu/ml hcg urine control lot: hcg090304-02; 100 miu/ml hcg urine control lot: hcg090521-01; 255.3 iu/ml hcg urine control lot: hcg090526-03. Summary of results: the retention devices meet qc spec. Correct positive results were observed at 3 minutes reading time when tested with 20 miu/ml hcg urine control. Clearly positive results were observed when tested with 100 miu/ml hcg and 255.3 iu/ml urine control. Conclusion: the retention devices meet qc spec. No false negative result is observed; this complaint is not confirmed. No corrective action required at this time, as no product deficiency was established.

Event description:
Caller reported two false negative urine hcg results. Serum quants were run, but results not provided.